Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the customer had installed the shorting plug, which depleted the charge-pak battery charger cells and damaged the charge-pak contacts. The depleted charge-pak then depleted the device's internal hybrid layer capacitor (hlc) battery, designator bt3. Eventually the other hlc batteries, designators bt1 and bt2 depleted as well. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in the readiness display. During device evaluation physio-control observed that the device had the service wrench, charge-pak and attention icons in the readiness display and would not power on. There was no patient use associated with the reported event.